Event description:
After deployment of a sapien xt valve in a 50:50 position, tee revealed moderate pvl. Post dilatation was performed with 2cc added to the balloon but the pvl was unchanged; a tee revealed moderate pvl. A decision was made to place a second valve approximately 20% more aortic in attempt to seal the pvl in an area of a large calcific nodule in the non-coronary cusp. The valve was positioned 1 cell more aortic (60:40 aortic/ventricular) but the valve moved slightly ventricular and landed 1/2 cell aortic (50:50). Post tee revealed improvement in pvl to mild. The patient tolerated the procedure well and was transported post management care in stable condition.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the moderate pvl was contributed to a large nodule of calcium in the non-coronary cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.